Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. Reportedly the battery life was less than expected with multiple batteries from different packs. The reporter stated that the battery type was correct and it matches the battery setting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged short battery life issue was verified in the black box but not duplicated in the evaluation. Review of black box data found evidence of short battery in the alarm history. On the complaint date, there were multiple 128-fb80 alarms, a post delivery motor power supply faults related alarm. Using a test battery cap, the pump powered up to the verify screen with auditory and vibratory features. A rewind/load/prime sequence was executed without any 128-fb80 alarms. Electrical current draws were within specifications. (B)(4)